Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. Detailed inspection of the lead terminal noted two setscrew marks. Both of the setscrew marks were not seated correctly on the terminal pin. Analysis concluded the event most likely occurred due to improper insertion of the lead into the device header.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---

Manufacturer narrative:
---

Event description:
Boston scientific received information that, during a revision procedure to replace the previous right ventricular (rv) lead, the lead had no pacing or sensing. Also, shock impedance measurements greater than 125 ohms were recorded. The lead was replaced.

Event description:
--